Manufacturer narrative:
Device evaluation: the returned rod was observed to be partially distracted with score marks on the distraction rod. X-ray images of internal components showed no obvious damage and revealed the rod was partially distracted. The length of the rod as received was measured at 356.48.09 mm. The rod was functionally tested and was able to distract and retract with the electronic remote controller and the manual distractor. The rod was able to retract and distract with fast distractor to perform stroke test. The maximum and minimum length were measured at 377.35mm and 328.54mm respectively; giving a total stroke measurement of 48.81mm, which meets the 48±1mm specification. Distraction force testing was measured at 44.0lbs, which met the specifications. Inspection of the internal components was not deemed necessary. Device records review: review of the device history records revealed no discrepancies related to this complaint. The rod was manufactured in accordance with the specified requirements and met all of the required quality inspections.

Event description:
N/a.

Manufacturer narrative:
To date, the device has not been returned for evaluation. Root cause is unable to be determined at this time.

Event description:
Information was received that a revision procedure was performed on (B)(6) 2021. As per the reporter, the rod would not lengthen in clinic. No patient adverse event was reported. No additional information is available.